Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and selftest. Successfully downloaded history files and traces using thus. No pump error 68 alarms during testing. Pump error 68 was present in the history download on event date of (B)(6)2022 11:33:17.000. No pump error 63 alarms during testing. Pump error 63 (variable 2) was present in the history download on event date of (B)(6)2022 10:17:30.000. No pump error 49 alarms during testing. Pump error 49 was present in the history download on event date of (B)(6)2022 11:33:17.000. Tested with a test p-cap and the test p-cap locked in place properly, however, damage to the retainer ring was noted during inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, partially broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, faded end cap label damage, and cracked retainer. Pump error 63 confirmed due to hardware anomaly, moisture damage confirmed on the j1 pcba 2 and lcd flex connector traces. Pump error 68 and pump error 49 was confirmed. Cosmetic damage confirmed located at the retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.